Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having keypad issues. The customer's blood glucose was 222 mg/dl at the time of incident. Customer stated that the buttons were not working and had intermittent response. The customer stated that the keypad issue got worse than when it first happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.